Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, there was no bluetooth telemetry available. The device was re-intterogated several times and was able to be interrogated; the patient was stable.